Event description:
The customer stated an architect i2000sr analyzer generated a falsely elevated ca 19-9 result for one patient sample. The analyzer generated an initial ca 19-9 result of 60.93 and a repeat ca 19-9 result of 30.23 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaulation is complete.

Manufacturer narrative:
This report is related to MFR #1628664-2013-00367. After further evaluation the suspect medical device was changed from the architect ca 19-9 reagent, ln 02k91-20, manufacturing site abbott laboratories, (B)(4), to the architect i2000sr analyzer, ln 03m74-01, manufacturing site abbott laboratories, (B)(4). MFR #1628664-2013-00367 has been submitted to address this event.